Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the following: 1. Ultrasound was output with the grasping part closed without grasping the tissue (including after the tissue was cut), which caused the tissue pad to wear out and some of it peeled off. 2. The worn tissue pad caused contact between the uninsulated part and the tip of the probe. 3. Because ultrasonic waves were output in this state, scratches (contact marks) were made on the tips of the probe and the gripping part, indicating that they came into contact with each other. In addition, an error occurred. The event can be prevented by following instructions for use which state: ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The correct phrase/verbiage related to the manufacturer narrative associated with the previous follow-up report is listed below: ¿based on the results of the device evaluation, the reported event was confirmed.¿

Event description:
It was observed during the device inspection, that the sonicbeat front actuated grip exhibited a pad falling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.